Event description:
It was reported by the office manager that while the console was being used in a procedure, a load click happened, and the console shut off. She stated the fuse seemed fine and the breaker was not triggered. However, the console will not power on. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.

Event description:
It was reported by the office manager that while the console was being used in a procedure, a load click happened, and the console shut off. She stated the fuse seemed fine and the breaker was not triggered. However, the console will not power on. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
The greenlight xps laser console was serviced at the customer site. Review of the console by a field service engineer found a damaged voltage select board (vsb). The vsb was replaced and the issue was resolved. The reported clinical observations were most likely due to an electrical fault in the vsb. Product analysis confirmed the reported power issue with an investigation conclusion code of cause traced to component failure.

Event description:
It was reported by the office manager that while the console was being used in a procedure, a load click happened, and the console shut off. She stated the fuse seemed fine and the breaker was not triggered. However, the console would not power on. The surgeon finished the procedure via transurethral resection of the prostate (turp). There were no patient complications.

Manufacturer narrative:
Correction information provided in: b5 describe event or problem, and h6 impact codes. The greenlight xps laser console was serviced at the customer site. Review of the console by a field service engineer found a damaged voltage select board (vsb). The vsb was replaced and the issue was resolved. The reported clinical observations were most likely due to an electrical fault in the vsb. Product analysis confirmed the reported power issue with an investigation conclusion code of cause traced to component failure.

Manufacturer narrative:
The greenlight xps laser console was serviced at the customer site. Review of the console by a field service engineer found a damaged voltage select board (vsb). The vsb was replaced and the issue was resolved. The reported clinical observations were most likely due to an electrical fault in the vsb. Product analysis confirmed the reported power issue with an investigation conclusion code of cause traced to component failure.

Event description:
It was reported by the office manager that while the console was being used in a procedure, a load click happened, and the console shut off. The console had been used for 78,000 joules and 15:04 minutes. The office manager stated the fuse seemed fine and the breaker was not triggered. However, the console would not power on. The surgeon finished the procedure via transurethral resection of the prostate (turp). There were no patient complications.